Manufacturer narrative:
Description of the event - additional information indicated that the valve was misloaded and not infolded as had been previously reported. Conclusion: the subject delivery catheter system (dcs) was not returned to medtronic for analysis as it was discarded by the account. Procedural images were provided for review. The reported event indicated that the valve was recaptured once due to sub-optimal positioning. The positioning of the valve could not be confirmed by the provided images. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. After recapture, a dcs capsule separation was noted. Capsule separation typically occurs due to excessive compressive forces applied to the capsule. This excessive compressive force is experienced when the valve is loaded incorrectly. The provided images confirmed a misload on the subject dcs and valve. The capsule separation could not be confirmed with the images provided. The investigation completed into capsule separation found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the patient¿s annulus was noted to be calcified. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. The lot number of the subject dcs is not known, and therefore a device history record (DHR) review could not be performed on the dcs. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Updated data: eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that indicated the "unusual structure" seen on fluoroscopy was a frame in-fold. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, fluoroscopy confirmed a good load but upon further review of the fluoroscopy some unusual structures were observed. No resistance was noted while loading. A pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was positioned too high in the first deployment attempt and the valve was recaptured once. After recapture, a delivery catheter system (dcs) capsule separation was noted. The valve was able to be successfully recaptured and removed from the patient. A new valve and dcs were used for successful implant. The annulus was noted to be calcified. No additional adverse patient effects were reported.